Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that his glucose reading was 245mg/dl and it had been up to 400mg/dl while he was in the hospital. The customer also stated that he had a seizure, dislocated his shoulder, and have a head injury. The customer was treated and released the same day. No further information was provided.